Event description:
It was observed that during the device evaluation, the subject device lamp light reached 500 hours. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device has light hours reached at 500. The most probable cause of the complaint is d1105 - end of life problem identified problems traced to the device reaching the end of its useful life. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.